Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided.

Event description:
Consumer alleges that she was laying on a heating pad on the couch and it caught on fire. She allegedly sustained a small burn on her back.